Manufacturer narrative:
(B)(4). Batch r5c528. Additional information requested but not received: can you please provide more event details? Did the device lock-out (no staples deployed and no cut line started)? Or, did the device staple properly, but not cut some or all of the tissue? If staples deployed into the tissue were they formed in the proper closed b-formation? Was the device locked on tissue with the jaws closed? If yes, how was the device removed? Did the jaws eventually open? Is the current patient status known? Was there any patient consequence or change in the post-operative care of the patient as a result of the event (extended hospital stay, readmission, re-operation, etc.)? Please explain. Investigation summary: the analysis found that one long60a device was returned with no apparent damage and with no cartridge reload present. The device was tested for functionality in the articulated position with a test cartridge reload and achieved its complete firing sequence without any difficulties. The staple line and cut line were complete and the staples were noted to have the proper b-form shape. The event described could not be confirmed as the device performed as intended and it opened and closed without any difficulties noted. This report is not intended to deny that you experienced a problem with the device. There may have been other circumstances or issues that occurred during the use of the device that we were unable to duplicate during our laboratory analysis. A manufacturing record evaluation was performed for the finished device batch number, and no non-conformances were identified.

Manufacturer narrative:
(B)(4). Batch # unk. A manufacturing record evaluation was performed for the finished device lot number and no non-conformances were identified.

Event description:
It was reported that during an unknown procedure, the device didn't cut and didn't open. There was "loss of time." Patient consequence was not reported.